Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04990. The patient has two extensions with the same lot number. It was reported the patient experienced discomfort due to the ipg and extensions protruding out at the respective incision sites. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04990. Follow-up identified the patient experienced pain in her ribs due to the ipg. At this time, a physician consult is pending.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04990. Follow-up identified the patient underwent surgical intervention during which the patient's entire system was explanted and replaced. The patient's lead issue was documented in reference MFR. Report: 1627487-2016-05016.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-04990. Follow-up identified effective stimulation was restored post-operative.